Event description:
(B)(6) 2014, crts 3165781: it was reported that the patient was ¿re-wired¿ a third time. She was ¿re-wired¿ because the wire broke, and she could see it looked like a pencil shaped vein and the healthcare provider (hcp) said it was broken. The patient could not remember when she had her revision. It was noted that the patient had about 10 surgeries, not related to her spinal cord stimulator (scs), since her last surgery in 2008. She was currently wondering about MRI eligibility. The patient had a total of 38 surgeries in her lifetime. The patient felt she was ready to be taken out and shot, and felt anyone who had had 38 surgeries should be shot. It was noted that her current implantable neurostimulator (ins) had worked really well and it was helping her pain and worked like a charm. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, lot# serial# unknown, product type: lead. Product ID: 3487a, lot# l36376, implanted: (B)(6) 1995, explanted: (B)(6) 2008, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 7434-e, serial# (B)(4), product type: programmer, patient. Product ID: 7435, serial# (B)(4), product type: programmer, patient. Product ID: 7434-e, serial# (B)(4), product type: programmer, patient. Product ID: 7434-e, serial# (B)(4), product type: programmer, patient. Product ID: 37743, serial#: (B)(4), product type: programmer, patient. Product ID: 7435, serial# (B)(4), product type: programmer, patient. Product ID: 7427, serial# (B)(4), implanted: (B)(6) 2002, explanted: (B)(6) 2004, product type: implantable neurostimulator. Product ID: 7425, serial# (B)(4), implanted: (B)(6) 1998, explanted: (B)(6) 1999, product type: implantable neurostimulator. Product ID: 7495lz51, serial# (B)(4), product type: extension. Product ID: 3550-09, lot# lb0167, product type: accessory. Product ID: 7427, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2008, product type: implantable neurostimulator. Product ID: 7425, serial# (B)(4), implanted: (B)(6) 1997, explanted: (B)(6) 1998, product type: implantable neurostimulator. Product ID: 3708140, serial# (B)(4), product type: extension. Product ID: 377745, lot# v014440, implanted: (B)(6) 2008, product type: lead. Product ID: 377745, lot# v014287, implanted: (B)(6) 2008, product type: lead. Product ID: 7425, serial# (B)(4), implanted: (B)(6) 1996, explanted: (B)(6) 1997, product type: implantable neurostimulator. Product ID: 7425, serial# (B)(4), implanted: (B)(6) 1999, explanted: (B)(6) 2002, product type: implantable neurostimulator. Product ID: 37712, serial# (B)(4), implanted: (B)(6) 2008, product type: implantable neurostimulator. Product ID: 3487a lot# l36376, implanted:(B)(6) 1995, explanted: (B)(6) 2008, product type: lead. Product ID: 7495-51, serial# (B)(4), product type: extension. (B)(4).